Manufacturer narrative:
Concomitant medical products integrip cc, cluster 48mm, g1 (cat# 186-01-48 / serial# (B)(4). Cocr fem head 32mm +3.5 offset 12/14 (cat# 142-32-03 / serial# (B)(4). Element-stem, collared w/ha, std offset, sz 8 (cat# 164-03-08 / serial# (B)(4). 4.5mm drill bit 20mm (101-45-20 / serial# (B)(4). Alteon 6.5mm screw, 20mm (180-65-20 / serial# (B)(4). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported by legal brief, on or about (B)(6) 2015, patient underwent a left total hip replacement surgery. The female patient was experiencing left hip pain and had a revision 8 aug 2022. The femur was dislocated, the femoral head removed, and stem was found to be well fixed. Attention turned to the cup. The liner was removed with the help of a bone screw. The screw in the cup was removed, cup was found to be well fixed. 5 cc of bone graft was injected behind the cup. A new g1 xle lipped liner was implanted along with a 32 +7 biolox head. No additional information. Additional information received indicates that during removal/withdrawal, the female patient was brought back for left hip pain. The femur was dislocated, the femoral head removed and stem was found to be well fixed. Attention turned to the cup. The liner was removed with the help of a bone screw. The screw in the cup was removed, cup was found to be well fixed. 5 cc of bone graft was injected behind the cup. A new g1 xle lipped liner was implanted along with a 32 +7 biolox head.

Manufacturer narrative:
After further review of additional information received the following sections g3, g6, h2, h3, h6 and h9 have been updated accordingly. (H3) as reported by legal brief, on or about (B)(6), 2015, patient underwent a left total hip replacement surgery. Sometime after (B)(6) 2015, patient presented to surgeon for severe right-sided groin pain related to her right total hip arthroplasty. The female patient was brought back for left hip pain. The femur was dislocated, the femoral head removed, and stem was found to be well fixed. Attention turned to the cup. The liner was removed with the help of a bone screw. The screw in the cup was removed, cup was found to be well fixed. 5 cc of bone graft was injected behind the cup. A new g1 xle lipped liner was implanted along with a 32 +7 biolox head. No additional information. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of surgical revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition. These devices are used for treatment not diagnosis.